Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a cut on switch 1, water tightness was lost; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; suction cylinder, grip, objective lens, universal cord, and protector of universal cord on suction connector side had a scratch; adhesive on bending section cover had white-clouded area; control unit had discoloration and was shaved; and universal cord had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonvideoscope had an air leak. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: forceps channel foreign body. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.